Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information from the implanting/follow up physicians office were made and no information was available. Concomitant products: 371207 competitor implantable pulse generator (ipg), implanted (B)(6) 2013. (B)(4).

Event description:
It was reported by the patient¿s spouse that the patient is deceased. The family member reported the patient got a septic infection was transported to the hospital and died and alleges the death is related to the right atrial lead. Further review of the manufacturer¿s database indicated the patient died approximately five weeks post implant. The cause of death was requested and not received.